Event description:
The customer reported getting a recurrent defib failure cycle power error 1000.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow up report will be submitted, upon completion of the investigation.